Event description:
A malfunction alarm with code malf 12 was reported by a customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, resolving the issue, and was advised to continue using the pump and to contact support again if any malfunction code reappears.